Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted the lead body was slightly twisted 11 to 23 centimeters from the terminal pin. No irregularities were noted in the tip region of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing confirmed the field allegations as visual inspection revealed twisting in lead body which maybe relate to twiddler's syndrome that led to dislodgment.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a elective device changeout for an upgrade from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), it was noted that this right atrial lead and right ventricular lead were dislodged due to twiddler's syndrome. Additionally, high thresholds were noted on the right atrial lead. During the upgrade, the physician elected to fully explant the system and implant a new three chamber device with three new leads. No adverse patient effects were reported.